Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
"It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total knee arthroplasty revision on (B)(6) 2017 where she was implanted with a stryker knee system. It is further alleged that she then "fell in her room while unattended and suffered a spiral fracture of the right distal femur through the prosthesis site. She was taken back to surgery where he performed an open reduction with internal fixation of this femur fracture on (B)(6) 2017".